Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified proximal lesion with tortuosity and 90% stenosis. The 2.25x08 mm xience sierra stent delivery system (sds) failed to deploy the stent. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent expansion failure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.